Event description:
Middle-aged male presented to ed (emergency department) as a trauma. Patient was brought to the or (operating room) for right total hip arthroplasty revision. Case was performed uneventful until a fire spontaneously began within the plastic safety holster secured to the patient. The bovie and burr were both positioned and securely inside of the holster on safety and not engaged. Once the fire was visualized, surgeon immediately removed the holster and the fire was extinguished. The region in the drapes was covered and the burn team was notified to assess the wound at the end of the case. Right lateral flank with an approximately 8 cm ap (anteroposterior) x 12 cm ml (mediolateral) flame burn, appears third degree. Manufacturer response for valleylab force fx-c electrosurgical unit, force fx (per site reporter) manufacturer states it is highly unlikely that the device malfunctioned. They state the practice of placing the probe in a sheath with another metal object is poor practice. However, manufacturer representatives provided training/in-services encouraging this practice. The IFU for the device does not communicate this warning either.